Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel was cracked. The following information was provided by the initial reporter: material # 302995. Batch # 5022505. Verbatim: rcc received a complaint via email. Ahs mdip report incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Site name/location: (B)(6). Level of harm: close call - caught by chance. Ahs optional report to cmdsnet (health canada): incident details: during patient intubation writer was administering medications via IV push, when writer was ordered to administer rocuronium writer noticed that the syringe was leaking. Writer attempted to reattach the syringe to IV port but the medication continued to leak, it was then observed that there was a hairline crack in the 10cc syringe causing some of the medication to leak out instead of going to the patient. Device information: device name/description: syringe luer lock tip 10ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 302995. Serial or lot number: (B)(6). Device expiry date: 2029-12-31. Supplier: supplier catalogue number: 308-302995. Was the device retained? No.

Manufacturer narrative:
(B)(4). Barrel cracked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.